Event description:
Patient received a left primary attune to treat djd. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain, swelling, and walking difficulty secondary to suspected tibial tray loosening. Upon entering the joint, the surgeon evacuated a mild effusion and pathology confirmed no infection. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised to accommodate the revision knee. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient received a competitor construct. The procedure was completed without complications. Doi: (B)(6) 2017 dor: (B)(6) 2020 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device 3092040/8341093 number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.